Event description:
Siderails broken.

Manufacturer narrative:
A hill-rom technician noticed the metal that covers the siderail latch was bent preventing the siderail from being able to lift up and lock in place. Technician bent the metal cover back into place. Bed was working as specified after that.